Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v386952, implanted: (B)(6) 2010, explanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the dead device was due to normal battery depletion and that the lead were not connected and was also replaced. No further complications were noted or anticipated.

Event description:
Additional information received from patient stated they had surgery and everything was good. The patient stated that the probes were broken to spine.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# v386952, implanted: (B)(6) 2010, explanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been having major problem as they could not lay down, could not sleep because it hurts to move or lay flat, as well as it aching when they walk or put any pressure on the left hip. They stated that it "kills" and that they get achy and that they have gotten this feeling off and on for years, where it feels like a pinched nerve, but it typically goes away in a day or so. During troubleshooting when patient attempted to connect to the implanted device, they saw a poor communication screen. There was no trauma or fall reported that could be related to this issue. Patient has already call their health care professional and will follow up with them. Additional information was received. Patient reported that the cause of the poor communication was because the device died and they will be getting surgery done soon to get a new device. And their bone doctor gave them a steroid to resolve the pain. They also reported that they were going to the bathroom more frequently no further complications were noted or anticipated.